Event description:
A literature article involving a study that included 80 patients who underwent robotic-assisted colorectal surgeries between november 2019 and october 2022 by three colorectal surgeons in one single institution was reviewed. The procedures performed included 34 colectomies proximal to the splenic flexure, 20 distal colectomies, and 26 anterior resections. The median operative time was 300 minutes, with a median estimated blood loss of 50 ml. The ileocolic anastomoses were completed intracorporeally, and the colorectal anastomoses were performed laparoscopically after undocking the da vinci system. The median length of hospital stay was 6 days among all the patients. There were no intraoperative complications. Two procedures were converted to laparotomy. The reasons for the conversions included: one of the patient was found to have a tumor in the duodenum and the second patient involved difficulty during dissecting the pelvis. The overall rate of anastomotic dehiscence was 2.5%. Two patients required re-intervention within 30 days, including an incisional hernia that required revision and hospitalization and a case of hemoperitoneum that required hemostasis. There was no mortality case reported nor da vinci device issues reported in the article.multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: carrola gomes d, athayde nemésio r, rodrigues s, penedo j, paixão I. Robotic colorectal surgery: analysis of the first three years of activity in a hospital of the portuguese national health service. Acta med port [internet]. 2024 jul. 1 [cited 2024 nov. 6];37(7-8):535-40. Https://actamedicaportuguesa.com/revista/index.php/amp/article/view/20204 section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the robotic group included patients with a median age of 70 years (range 35-90); the majority (59%) of the patients were males. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.